Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and electively replaced due to inappropriately shocking for incorrect interpretation of signal. The patient's ICD was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate shock and incorrect interpretation of signal was not confirmed by analysis. Final analysis found the device to be within normal range of operation. No anomalies were detected.